Event description:
Healthcare professional reported left side rupture via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 a review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.